Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of over 600 mg/dl. Customer delivered 4 manual injections of insulin and changed pump supplies. Tandem technical support (cts) performed a system check and was able to determine during a fill tubing that no insulin was seen dripping from the infusion set tubing nor from the cartridge pigtail. Cts was also able to determined that the customer was using the insulin passed labeling. Cts educated customer on insulin labeling. Customer declined to further troubleshoot with tandem technical support.